Event description:
It was reported that patient¿s voltage was set high to stop the vomiting. The patient device was replaced in (B)(6) 2015. The patient experienced vomiting. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).